Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, when trying to remove a tibial nail the extraction bolt stripped. No further information provided. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity unknown). This report is for one (1) extraction screw for ti femoral and tibial nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d4; d8; d10; e1. H3, h6: a product investigation was conducted. Visual investigation: the extraction screw for ti femoral and tibial nails (p/n: 357.133, lot #: l460986) was returned and received at us cq. Upon visual inspection, the distal threads of the device were stripped and worn. The worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion:after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 357.133. Lot: l460986. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that procedure was completed successfully by using another extraction bolt. There was no surgical delay reported.